Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample has not been returned for evaluation as it was discarded by the user facility. Based on the information received, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported that during placement of vena cava filter, the device failed to deploy. It was reported that when the doctor tried to deploy, he met resistance. The legs were out about 1 cm from the sheath. The system was removed and the procedure was completed with a different vena cava filter. There was no injury to the patient reported.